Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an issue with validation code uniform resource locator (url). A technical support specialist (tss) identified that the issue was caused by the us-sw.medbank.com url configured for the validation code url. Updating the setting to ws2.myqlink.biz resolved the problem. Tss verified using a test patient, and the request was successfully processed and then rejected, after which the test patient was inactivated. Further tss escalated the issue to sts for investigation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini the user was getting an error for rx verify when they were trying to issue items. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.